Event description:
A surgeon reports that the intraocular lens was damaged in the cartridge of the delivery system. Enlargement of the incision was necessary to accomodate removal and replacement of the lens and two sutures were required. The patient's outcome is not yet known.